Event description:
The labs chemistry analyzer began reporting low electrolyte values on (B)(6) 2024 around 1300. A faulty electrode was found to be the cause by a service engineer on 1.9.2024. Due to the decreased values reported, the patient received treatment listed below. 40ueq of k+ x 1 ordering provider was notified and contact made with the patient by our chief nursing officer to confirm no adverse events occurred due to the treatment. Our deionization (di) / ion exchange water system was also serviced to ensure proper working condition. The laboratory director was also notified of the low electrolytes being reported on 1.11.2024.